Event description:
It was reported the implantable neurostimulator (ins) felt like it was coming out / through the skin and felt sore and was burning. It was stated the ins burns. It was reported the patient fell 4 times in the last month and half. It was reported the symptoms started about 8-9 months ago and she was without a health care provider (hcp) for almost a year. Follow up information reported that the patient still had concerns with their device therapy but was working with their doctor and manufacturer¿s representative to resolve the issue. It was noted that the patient needed a manufacturer¿s representative to come see them to see ¿what¿s going on¿ with their ¿machine¿ and figure out if it can ever be adjusted. An appointment of (B)(6) 2013 was also noted. Patient outcome was not provided. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: 2009-(B)(6), product type extension, product ID 37752, serial# (B)(4), product type recharger, product ID 39565-30, serial# (B)(4), implanted: 2009-(B)(6), product type lead, product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 3708140, serial# (B)(4), implanted: 2009-(B)(6), product type extension. (B)(4).